Manufacturer narrative:
One pump was received for investigation. A visual inspection found the rear housing of the device to be cracked. A review of the event history log showed the user did three volume accuracy tests. The delivery accuracy tests performed during investigation found the pump to be over delivering outside the published specification of +/-6%. A root cause for the over delivery could not be determined.

Event description:
It was reported that the ambulatory infusion pump was over infusing. No injury was reported.